Event description:
Caller reported an alarm 2, which involved an occlusion issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a series of troubleshooting steps, including tightening connections and delivering a bolus, but the occlusion alarm recurred. The caller saw a ball of insulin and checked the cartridge for damage, finding none. Technical support offered assistance in filling and loading a new cartridge, but the caller declined this step and opted to change supplies and resume insulin therapy. Ultimately, the cause of the occlusion was not determined.